Manufacturer narrative:
Complaint no.: (B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag have a hole on the right side seam that caused the bag to leak. The leak was discovered after the compounding process. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional test identified the reported condition as a leak streaming liquid. Magnified inspection of the leak location identified an edge cut with frayed eva and scratches leading to the cut location. The size and the location of the edge cut does not align with damage known to occur during the manufacturing process; therefore, the cause of the event unknown. Should additional relevant information become available, a follow-up report will be submitted.